Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. One day after event onset. The patient was hospitalized and was treated with vancomycin injection (1gm once in 4 days, ongoing) and fortum injection (1gm once a day, ongoing) for this event. At the time of this report, the patient remained hospitalized and was recovering for the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the antibiotic treatment was stopped. The patient has recovered and was discharged. Should additional relevant information become available, a supplemental report will be submitted.